Event description:
International affiliate reports the tip of the intermediate tightener snapped off during final tightening. As there was another kit in the hospital at the time, this did not cause the surgery time to be extended. However, the broken tip of instrument could not be located. X-ray of the patient found no sign of the instrument tip.

Manufacturer narrative:
Depuy spine has requested return of the intermediate tightener. A follow up medwatch report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
(B)(4). Examination of the returned di intermediate tightener found one of the tabs had broken off from the device. Dimensional inspection found the three remaining tabs met specification requirements. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. As reported, the intermediate tightener tip/tab snapped during final tightening. The intermediate tightener is not indicated for use during final tightening. A final tightener is available for that purpose. No definitive conclusions can be made. However, tab breakage is indicative of the application of atypical force upon the instrument during usage. At this time, the complaint is considered to be closed.